Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed that it had a compromised force sensor system after changing a set. The customer¿s blood glucose level was 126 mg/dl at the time of the incident. The pump had also alarmed motor error 1 night before the incident. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded or flush drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify compromised force sensor system alarm due to motor error alarm. The test infusion set and reservoir does lock into place.